Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high threshold measurements with loss of capture and high out of range pacing impedance measurements. Subsequently the lead was surgically abandoned due to a suspected fracture as the patient is a weight lifter and has admitted to taking blows to his right shoulder when wrestling with his grandsons. It was noted that the patient is not pacemaker dependent and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.